Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to the battery pack. The returned battery was opened and evaluated. Each of the twelve batteries were individually measured and one battery measures .11 vcd, suggesting it shorted internally. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a 62-year-old male patient, the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.